Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: since no samples displaying the reported condition were received no defects could be confirmed. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the bd syringe luer-lok¿ tip packaging was leaking and damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, when medical staff were preparing to use disposable syringes to inject drugs for patients, they found that the sterile syringe packaging was leaking and damaged. They immediately stopped using them and replaced them in time. No injury occurred."